Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor plate broke upon impaction of the tibial trial. This occurred during a right pka procedure.

Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The images of the returned device showed there was a large crack on the device. Examination of the returned device with material analysis engineer indicated the crack fracture consistent with an overload condition. In-service use damage also observed. Medical records received and evaluation: not performed as medical records were not received. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that impactor plate broke upon impaction of the tibial trial. The reported event was confirmed as per material analysis performed on the returned device which concluded that crack fracture consistent with an overload condition. In-service use damage also observed. No further investigation for this event is possible at this time. If additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Impactor plate broke upon impaction of the tibial trial. This occurred during a right pka procedure.